Manufacturer narrative:
The investigation for the optical issue has been completed. Product was not returned for investigation. Data logs were returned and reviewed. The 5s parameters of the pump were showing symptoms identical to that of an air gap and a fiber break. The placement signal not reliable (psnr) alarm was seen as soon as the pump was connected. The root cause of the optical signal issue was not determined since product was not returned for investigation and data logs are inconclusive. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi under alarm message summary, table 8.2 automated impella controller alarm messages states the following: action-placement and suction monitoring are suspended 1. Monitor patient hemodynamics and impella position with imaging. 2. Check the patient cable for kinks. Cause-there is a problem with the impella catheter sensor signal. Added- d6a/d6b. D4-updated model number. G1-updated MFR site name and address.

Event description:
The user facility reported a 75-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and there were placement signal not reliable alarms. The impella and automated impella controller (aic) were replaced. Reportable due to potential patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.